Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported receiving a glucose result on their freestyle flash blood glucose monitor, that was lower than a result obtained on an unknown brand of hcp meter. The customer's daughter dosed with less insulin based on the result on her freestyle flash meter. The customer then reported feeling thirsty and excessive heart beats, and reported losing consciousness. The paramedics were called. Exact treatment administered in order to stabilize glucose levels is unknown.